Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, the patient underwent an unspecified lumbar surgery on (B)(6) 2003. Patient presented with low back pain with right lower extremity pain. CT scan of the lumbar spine indicated ¿the bony central spinal canal and neural exit foramina are widely patent at the l4-5 level. There is effacement of the soft tissues of the lateral recesses and medial neural foramina at this level, likely postoperative in nature. There are varying degrees of intervertebral and facet joint degenerative changes at the levels above l4-5. No definite evidence of neuronal compromise.¿ on (B)(6) 2004, patient presented with chronic low back pain and numbness in the left lower extremity, extending from the hip to the knee anteriorly. CT of the lumbar spine indicated ¿postoperative changes at l4-5 from anterior and posterior spinal fusion procedure. No evidence of hardware loosening or failure is identified involving the posterior spinal fusion hardware. There has been break-down in resorption of most of the anterior interbody bone grafting material at this level, as well as break-down of adjacent bone involving the inferior l4 endplate and superior l5 endplate regions.¿ on (B)(6) 2005, the patient presented with pseudoarthrosis l4-5, and l4 endplate osteolysis. Patient underwent revision surgery consisting of hardware removal, removal of scar l4-5, and fusion l3-5. Allograft, rhbmp-2/acs, and legacy posterior instrumentation were used. Pathology evaluation of the removed disc space mass found ¿amorphous debris with foreign body reaction. No infections organisms identified.¿ on (B)(6) 2005, CT of the lumbar spine indicated ¿there are surgical changes of l3-l5 fusion and l4 laminectomy. Postoperative heterogenous fluid and air is seen in the postoperative site. Some multiple small intraspinal bone fragments are seen at l4-l5 that extend into the neural foramina (right greater than left) and result in some extradural defect. Endplate defects at l4-l5, which may represent a combination of postsurgical change, endplate compression fractures and schmorl's node defects, with associated intradiscal calcifications, which may represent bone fragment or heterogenous fusion plugs. Mild to moderate l1-l4 spinal canal stenosis and foraminal narrowing.¿ on (B)(6) 2005, the patient presented with right lower extremity pain and weakness. CT of the lumbar spine indicated ¿there has also been interval development of dystrophic calcification or ossification within the right neural foramen at this level. There is associated moderate encroachment on the right neural foramen traversing the right l4 nerve root. There is nonspecific extradural soft tissue prominence similar in morphology to the prior examination. Soft tissue extends into the right lateral recess at the l4-5 level¿ on (B)(6) 2005, the patient presented with low back pain with right leg pain and burning and numbness. CT of the lumbar spine indicated ¿no significant central spinal canal stenosis at the operative levels.¿ on (B)(6) 2005, patient presented with low back and right lower extremity pain. MRI of the lumbar spine indicated ¿no evidence of overall spinal canal stenosis is identified. Overall alignment of lumbar spine is maintained. There are facet osteoarthritic changes at l3-4, resulting in moderate left-sided foraminal narrowing with mild mass effect on the exiting left l3 nerve root. At l5-s1, there is a small posterior central disc bulge or protrusion with disk material abutting the traversing right s1 nerve root without evidence of significant deviation.¿ on (B)(6) 2005, the patient presented with right leg pain. CT scan of the lumbar spine indicated ¿no discrete neural impingement identified. There is mild bilateral neural foraminal stenosis l4-5 due to loss of disk space height and marginal osteophytes encroaching on the inferior neural foramina bilaterally but it does not appear to cause significant compression of the exiting l4 roots.¿ on (B)(6) 2005, the patient presented with low back pain extending to the left hip. CT of the lumbar spine indicated ¿no evidence of hardware loosening or fracture¿ degree of posterolateral mass bony fusion is stable with persistent mild lucency throughout the bony fusion mass¿ moderate degree of multifactorial central spinal canal stenosis at l2-3 is unchanged.¿ on (B)(6) 2005, the patient presented with back pain and burning in the left leg. CT of the lumbar spine indicated ¿hardware is stable without evidence of loosening. L5-s1 bilateral mild facet arthropathy with central/right paracentral small protrusion not causing any nerve root displacement or canal narrowing. L4-5 bilateral laminectomy with widely patent canal. There is mild-moderate left neural foraminal stenosis at l4-5 with some effacement of fat around the exiting left l4 root, predominantly due to far lateral disc bulge/osteophytic complex. The right neural foramen is mildly narrowed at l4-5 but not as much as the left. L3-4 minimal neural foraminal narrowing bilaterally, not causing significant encroachment on the exiting l3 roots.¿ on (B)(6) 2007, patient was admitted with radiculopathy, herniated disc c4-5, cervical spondylosis without myelopathy, pain in limb, and disturbance of skin sensation. On (B)(6) 2007, patient underwent acdf patient was discharged on (B)(6) 2007. On (B)(6) 2008, patient presented 5 days post-fall with lower back pain, right shoulder pain and weakness, bilateral fifth digit and lateral hand tingling, as well as neck pain. CT of the lumbar spine indicated ¿no evidence of acute fracture. No vertebral malalignment. Since the prior examination the patient has undergone anterior and posterior fusion at the l1-3 level. There is no evidence of significant central spinal canal or neural foraminal compromise at any of the intervertebral levels.¿ CT scan of the cervical spine indicated ¿postoperative changes from acdf procedure extending from c4 through c6. Alignment is maintained. No evidence of hardware failure or loosening. No evidence of pseudoarthrosis formation. There is not definite solid anterior interbody fusion at this time. There are multilevel spondylitic changes resulting in potentially significant left sided foraminal narrowing at c3-4 and mild right sided foraminal narrowing at c4-5.¿ on (B)(6) 2008 patient presented with left upper extremity numbness and post laminectomy pain. CT of the cervical spine indicated ¿status post acdf from c4 to c6. There is a suggestion of lucency around the disc space bone plugs at each level, suggesting pseudoarthrosis... There are cervical degenerative changes present but there is no sign of significant central spinal canal or neural foraminal encroachment.¿ on (B)(6) 2008, patient presented with low back pain. CT of the lumbar spine indicated ¿interval postoperative change at l2-3 without hardware encroachment on the spinal canal or neural foramina. Progressive spondylosis at l1-2 with intervertebral spurring, disk bulging, and broad-based disk protrusion with mild reduction of spinal canal caliber centrally, left greater than right lateral recess and neural foraminal narrowing. Stable mild spondylotic change at l5-s1. Postoperative changes at l3-4 and l4-5.¿ on (B)(6) 2009, x-rays of the cervical spine indicated ¿status post anterior interbody fusion procedure 4-5 and 5-6. Posture is a bit straightened. Motility is limited, no abnormal motion is evident.¿ on (B)(6) 2009, patient presented with low back pain after a fall. CT of the lumbar spine indicated ¿extensive postoperative change, as detailed in the full report, similar to that seen on the prior study dated (B)(6) 2008. No significant overall spinal canal stenosis. Mild degrees of neural foraminal narrowing at several levels¿¿ on (B)(6) 2009 patient presented with bilateral arm and hand numbness, left hand ataxia. MRI of the cervical spine indicated ¿postoperative changes from acdf procedure extending from c4 to c6. Spondylitic change at c3-4 has slightly worsened compared to CT myelogram dated (B)(6) 2008 resulting in a moderate degree of left-sided foraminal narrowing and potential mass effect on the exiting c4 nerve root. More mild spondylitic change scattered throughout the remainder of the cervical spine¿¿ on (B)(6) 2009, patient presented with neck pain. CT of the cervical spine indicated ¿status post acdf from c4 through c6. As a normal postoperative sagittal cervical alignment. There is no identifiable hardware abnormality. There is no significant reduction of the central spinal canal or neural foraminal dimensions¿ CT of the lumbar spine indicated ¿degenerative changes at ll-2 producing moderate central spinal canal stenosis at that level.¿ on (B)(6) 2011, patient presented with low back pain, bilateral leg pain and numbness. MRI of the lumbar spine indicated ¿a previous lumbar decompression and fusion from l2-l5 with a decompressed central spinal canal at each image level. There is progressive degenerative change at l1 to with is a circumferential annulus bulge and facet ligament complex arthropathy contributing to mild/moderate central spinal canal stenosis.¿ on (B)(6) 2011, patient presented with bilateral lower extremity numbness and low back pain. CT of the lumbar spine indicated ¿there is normal vertebral body alignment. There is minimal loss of superior anterior vertebral body endplate height at l1 which is unchanged. There is a posterior fusion construct extending from l2-l5 consisting of transpedicular screws and interlocking rods bilaterally. Hardware is in stable position. There is solid bony fusion across the l4-5 disc space. There is an intradiscal fusion device in the central aspect of the l2-3 disc space. There is solid bony fusion bilaterally from l3-l5. There is not definite solid bony fusion between the l2-3 segment. There is no pathologic enhancement.¿ on (B)(6) 2011, patient presented for evaluation with complaints of increased left leg pain. X-rays of the lumbar spine indicated ¿status post fusion l2-3. Slight retrolisthesis of l2 on 3. No translational instability during flexion or extension. Hardware from prior fusion in the lower lumbosacral spine has been removed.¿ on (B)(6) 2012, x-rays of the lumbar spine indicated ¿patient status post laminectomy l3-5. Fusion l2-3. Adjacent discs and vertebra stable when compared to (B)(6) 2011.¿ on (B)(6) 2012, patient presented with lumbar pain post fall 2 weeks ago. CT of the lumbar spine indicated ¿postoperative changes are again seen. Since the prior CT, there has been interval hardware check and revision of l2-3 instrumentation. There is mature bony bridging from l3-l5 levels. No definite bony bridging is identified at the l2-3 level. Spondylotic changes persist at the l1-2 level with degenerative endplate change and mild retrolisthesis of l1 over l2. It right renal cortical scarring. Sacroiliac joint osteoarthritic spurring.¿ on (B)(6) 2013, patient presented with neck pain, left hand weakness and spasms. CT of the cervical spine indicated ¿status post anterior fusion at the c4-5 and cs-6 levels. The bone graft is incorporated the c4-5 level but not fully incorporated the c5-6 level. There is stable ossification of the posterior longitudinal ligament just below the c4-5 level with mild central spinal canal stenosis. There is mild left neural foraminal stenosis at the c3-4 and at the c7-t1 levels¿ on (B)(6) 2013, patient presented with low back and left lower extremity pain. CT scan indicated ¿post surgical changes spanning l2-l5 ... Current construct is intact. No significant lucency surrounding the hardware. There is mature osseous fusion both anteriorly and posteriorly at the operative levels. No significant canal or foraminal stenosis at the operative levels. Disc bulging at l1/l2 results in moderate bilateral foraminal stenosis with possible mass-effect on the exiting bilateral l1 roots.¿ on (B)(6) 2013, cervical fusion, acdf c4-c6 on (B)(6) 2013 x-rays indicated ¿construct appears intact. Normal alignment. No instability identified.¿ on (B)(6) 2013, patient presented with increased neck and right shoulder pain and swelling. CT scan of the cervical spine indicated ¿anterior fusion at the c4-5 and c5-6 levels with recent revision of anterior fusion at the c5-6 level. There is mild to moderate central spinal canal stenosis at the c7-t1 level with mild central spinal canal stenosis at the c4-5 level due mainly to ossification of the posterior longitudinal ligament.¿ on (B)(6) 2014, patient presented for followup. No change in status.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on (B)(6) 2009, the patient presented with chronic pain in the neck, shoulders, arms, hips, lower back and legs. The pain was associated with numbness, tingling and weakness. The pain was described as sharp, burning and pins and needles. Impression: post laminectomy syndrome; status post acdf. On (B)(6) 2009, the patient presented with low back, neck and leg pain. The pain was predominantly in his back which radiated into his legs. The pain was described as sharp, burning, pins and needles. Impression: post laminectomy syndrome, cervical and lumbar spine; possible restless legs or spasticity; insomnia. On (B)(6) 2009, the patient presented with chronic neck and back pain, upper extremity numbness and stiffness. The pain was described as dull and aching sensation. Impression: post laminectomy syndrome of the cervical spine; acute cervical radiculopathy; post laminectomy syndrome of the lumbar spine; chronic pain syndrome. On (B)(6) 2009, the patient presented with continued low back pain and bilateral leg pain. MRI of the cervical spine was reviewed that showed worsening of spondylitic change at c3-4 with moderate foraminal stenosis on the left at c4; also at c6-7, there was a minimal diffuse posterior disc and osteophyte complex with mild extensions, slightly more pronounced on the left, however, there is no significant spinal canal stenosis or foraminal narrowing. Impression: right greater than left upper extremity numbness and weakness in an ulnar nerve distribution; he may have ulnar neuropathy at guyon's canal; he may have median neuropathy at the wrist. On (B)(6) 2009, the patient presented with chronic neck and right upper extremity pain, chronic low back and leg pain. The patient had associated numbness in the upper extremity, radicular pain and numbness, weakness in legs. Impression: cervical post laminectomy syndrome; acute cervical radiculopathy versus carpal tunnel syndrome or guyon's canal syndrome; post laminectomy syndrome of the lumbar spine; chronic pain syndrome. On (B)(6) 2010, the patient presented with low back pain and neck pain. Impression: post laminectomy syndrome of the cervical and lumbar spine; chronic pain syndrome; mood disorder; likely ¿ptsd¿ related to his daughter's murder. On (B)(6) 2010, the patient presented with continued low back pain. He had a severe exacerbation of not only his back pain, but more so his left lower extremity pain. Impression: post laminectomy syndrome of the cervical and lumbar spine with ongoing lumbar radiculopathy. On (B)(6) 2010, the patient presented with low back pain and bilateral lower extremity pain. The pain was described as severe debilitating burning pain in legs. Impression: post laminectomy syndrome of the cervical and lumbar spine with ongoing lumbar radiculopathy; rule out claudication. On (B)(6) 2010, (B)(6) 2011, the patient presented with back pain, neck pain and lower extremity numbness. Impression: post laminectomy syndrome of the cervical and lumbar spine; recent increase in bilateral lower extremity numbness. On (B)(6) 2011, the patient presented with increasing bilateral foot numbness, pain in the calves and up into the hips. Impression: post laminectomy syndrome of the lumbar spine. On (B)(6) 2011, the patient presented with neck pain, low back pain and bilateral lower extremity pain and numbness. Recent MRI was reviewed that showed the progression of adjacent segment disease at l1-2; he had mild to moderate stenosis with advancing degenerative changes of the disc. The patient also had increasing weakness as well. Impression: post laminectomy syndrome of the lumbar spine with worsening radicular symptoms; post laminectomy syndrome of the cervical spine. On (B)(6) 2011, the patient presented with neck pain, low back pain and bilateral lower extremity pain and numbness. Recent MRI was reviewed that showed the progression of adjacent segment disease at l1-2; he had mild to moderate stenosis with advancing degenerative changes of the disc. The patient also had increasing weakness as well. Impression: post laminectomy syndrome of the lumbar spine with worsening radicular symptoms; post laminectomy syndrome of the cervical spine. On (B)(6) 2012, the patient called and reported that he sustained a fall, falling backwards. He underwent x-rays of his lumbar spine and there was no evidence of fracture, and it appeared as though the fusion had taken. On (B)(6) 2012, the patient presented with follow -up. Impression: post laminectomy syndrome of the cervical and lumbar spine; recent tachycardia episodes, improved; numbness in his bilateral upper extremities. On (B)(6) 2012, (B)(6) 2013, the patient presented for a follow-up. His back pain and hip pain had been steadily increasing, which he is attributing to the colder weather. He stated it felt like his hip needed to "pop". Impression: post laminectomy syndrome of the cervical and lumbar spine; numbness in his bilateral upper extremities and sporadically in the lower extremities, no change; fatigue, improving; tinnitus. On (B)(6) 2013, the patient presented for a follow-up. Musculoskeletal ex amination revealed severe right upper extremity weakness, antalgic gait, tenderness to palpation in the calf and pain with range of motion of the hip. Impression: acute left hip and leg/calf pain; acute c8 radiculopathy, status post cervical surgery: chronic back pain, scheduled for surgery in august; anxiety/depression. On (B)(6) 2013, the patient underwent MRI of cervical spine due to neck pain. Conclusion: mild enhancement in the left lamina of the c7 vertebral segment and the left peri-facet soft tissues suggesting inflammation. This is likely secondary to the degenerative facet arthropathy at c7-t1; anterior cervical diskectomy and fusion c4-c6; degenerative changes of the cervical spine on (B)(6) 2013, the patient underwent lower extremity venous duplex examination due to left lower extremity pain. Interpretation: left lower extremity venous duplex examination reveals no evidence of deep or superficial thrombosis. On (B)(6) 2013, the patient underwent chest x-rays due to pre-operative analysis. Impression: negative chest. On (B)(6) 2013, (B)(6) 2014 patient presented for followup. Musculoskeletal examination revealed diminished cervical and thoracolumbar range of motion, antalgic gait and slightly stooped forward. Impression: post laminectomy syndrome with adjacent segment disease, both cervical and lumbar; chronic narcotic use, high doses, without evidence of central apnea, constipation, mental confusion or other side effects; smoking cessation is being attempted in preparation for surgery; psychosocial factors affecting the timing of his pending surgeries. On (B)(6) 2013, the patient also underwent x-rays of the cervical spine sue to post-op acdf evaluation. Impression: status post acdf from c4-c6, with interval placement of metallic disc spacer at c5-6; construct appears intact; normal alignment; no instability identified on flexion or extension.